Event description:
Reportedly, the subject ICD was removed on (B)(6) 2015, because several inappropriate shocks were delivered. Preliminary analysis confirmed the reported event, and showed the presence of ventricular oversensing, which probably results from a lead issue or a lead/defibrillator connection issue at ventricular side.

Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
Reportedly, the subject ICD was removed on (B)(6) 2015, because several inappropriate shocks were delivered. Preliminary analysis confirmed the reported event, and showed the presence of ventricular oversensing, which probably results from a lead issue or a lead/defibrillator connection issue at ventricular side.